Manufacturer narrative:
(B) (4).

Event description:
It was reported that the physicians are testing bwi webster 10 pole. They found it hard to place this catheter in the coronary sinus. An esophageal echo was made before insertion to see if there was a thrombus in appendage and there was no sign of thrombus. After inserting the cs and doing 2 transseptal punctures, they noticed a large thrombus in the right atrium. A second opinion from the anesthesiologist and a third opinion from dr (B) (6) (cardiologist) confirmed the presence of the thrombus. It was sweeping around in the right atrium. After carefully removing the webster 10 pole, the thrombus seemed to be gone as well. They used another catheter to continue the procedure. Patient was highly heparinized. Dr (B) (6) was stating that the webster catheter could have a thrombogenicity effect, but he was not sure of it. The patient was doing fine after the procedure.